Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that is indicative of a failure of the device to recognize a shockable rhythm. As a result, defibrillation therapy may not be available, if it was needed.